Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the electrodes did not connect to their device. In this state the device would not be able to deliver defibrillation therapy if needed. A second pair of electrodes were used on the same device to continue the procedure with successful outcome. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the electrodes did not connect to their device. In this state the device would not be able to deliver defibrillation therapy if needed. A second pair of electrodes were used on the same device to continue the procedure with successful outcome. This issue is patient related; however there was no adverse patient outcome reported.